Manufacturer narrative:
Info indicates the bed rail was left up unlatched and when user had grabbed rail, it had fallen. User reportedly then fell out of bed. No product malfunction alleged. Product remains in use. When latched, the rail will not lower. Facility reportedly inspected their bed rails and found they had installed some incorrectly and has since corrected them at this time.

Event description:
The facility alleges the bed rail went down when the resident grabbed it, causing her to fall out of bed and break her arm.